Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Spinning head moved around a bit and then come off while brushing, broken [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that the last few times he/she had switched the oral-b brushhead, version unknown for a new one, the spinning head had after approximately 2 weeks first moved around a bit and then come off while brushing. The consumer reported the oral-b electric toothbrush had been used for a few years, and had worked without incident. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2018 consumer follow-up via e-mail: the consumer submitted pictures of the product revealing the brush heads used were oral-b flexisoft. The consumer reported there were 4 in the pack, and 2 had broken. Concomitant toothbrush handle was oral-b power rechargeable toothbrush handle vitality 3709. No further information was provided.

Manufacturer narrative:
On 21-mar-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 20-mar-2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Spinning head moved around a bit and then come off while brushing, broken [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that the last few times he/she had switched the oral-b brushhead, version unknown for a new one, the spinning head had after approximately 2 weeks first moved around a bit and then come off while brushing. The consumer reported the oral-b electric toothbrush had been used for a few years, and had worked without incident. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2018 consumer follow-up via e-mail: the consumer submitted pictures of the product revealing the brush heads used were oral-b flexisoft. The consumer reported there were 4 in the pack, and 2 had broken. Concomitant toothbrush handle was oral-b power rechargeable toothbrush handle vitality 3709. No further information was provided.